Event description:
(B)(4). The dentist reported 6 months after the dental implant was installed in intraoral region #7. It was verified its non osseointegration. A 60 ncm of primary stability was achieved and immediate load was not performed.